Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Event description:
It was reported by the sales representative that the patient felt pain while using the device for first time. Patient stated that the pain level was 9 over 10 patient while treating l4-l5. Patient has not increased her daily activities. The pa recommended that she decreases the wear time and trying to sleep with it at night. Advised the patient to conduct a time test at one hour increments after their pain subsides. Treat 1 hour per day for three days. If she does not experience any pain, she should increase treatment time by 1 hour each day after that. Advised her to call back with any issues during the test. No additional patient consequences have been reported. Spinalpak was not returned for further evaluation.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: (B)(6) 2021. Concomitant medical product: unknown. Concomitant therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales rep that the patient states she felt pain first time she used unit. Patient received unit (B)(6) 2021 pain level is 9 or 10 patient treating l4-l5. Patient has not increased her daily activities. The pa recommended that she decreases the wear time and trying to sleep with it at night. Advised the patient to conduct a time test at one hour increments after their pain subsides. Treat 1 hour per day for three days. If she does not experience any pain, she should increase treatment time by 1 hour each day after that. Advised her to call back with any issues during the test.